Event description:
Healthcare professional reported approximately 4 months after injection with juvederm voluma with lidocaine in a lateral jawlineuplift, juvederm volbella with lidocaine in the upper ips, and juvederm ultra plus in the marionette zone, patient developed swelling of "left upper lid" and a bump under the brow where filler had been injected, "right upper lip swelling with 2 lumps, and lumps on the jawline. Approximately one week later, the patient experienced swelling and "lumps" at the left upper lip and the left upper cheek, a "lump" at the lower lip, and "lumps" at the left-side forehead. Seven months prior to system presentation, patient had injection with juvederm volbella with lidocaine in the forehead and juvederm voluma with lidocainein the temples, brow, and cheek. Five months prior to symptom presentation, patient had juvederm voluma with lidocaine in the brown and juvederm volbella with lidocaine in the lips. Patient treated with hyaluronidase, prednisone and keflex. Additional information reported by healthcare provider states that symptoms not due to juvederm ultra plus. Symptoms resolved except for a small lump at right upper lip. This is the same event and the same patient reported under MDR ID #3005113652-2015-00162 (allergan complaint# (B)(4)), MDR ID#3005113652-2015-00163 (allergan complaint# (B)(4)) and MDR ID #2024601-2015-00116 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspected product, the third injection of juvederm voluma with lidocaine, also a device manufactured by allergan.

Event description:
Additional information: symptoms have resolved. Patient has had additional injections with unspecified juvéderm¿ voluma¿ and unspecified juvéderm ultra plus¿ with no problems.

Manufacturer narrative:
UDI#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling, lumps and granulomatous reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.